Event description:
It was reported that the customer was hospitalized and experienced high blood glucose levels. The customer's hospitalization was not diabetes related. While in the hospital, the customer had to take off her insulin pump, but went back on it because her glucose levels were extremely high. She reported her blood glucose levels to be above 300 mg/dl. The customer also reported that the screen was scratched and could not read the display. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.